Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one unknown needle. The visual inspection of the returned product noted that the needle was bent. There were witness marks noted on one of the cones. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass reversal procedure. The patient had previously undergone a roux-en-y gastric bypass procedure. The suturing device was being used during the anastomosis closing. The needle fell into the cavity of the patient and was retrieved with laparoscopic grasper. In order to resolve the issue and complete the case, opened another suturing device. There was no patient harm. The patient outcome is alive, no injury.